Event description:
A surgeon reported that as an intraocular lens (iol) was injected, the capsule ruptured. The iol was removed and replaced with a different model. The surgeon reported there was no vitreal loss and no vitrectomy was required. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B) (4)